Manufacturer narrative:
Date sent: 4/16/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric resection procedure, the staples were malformed when fired. Another device was used to complete the case with no pt consequence.